Event description:
It was reported to philips that the system gave an alert indicating the apertures were not available which can impact imaging. No harm to the patient or user was reported. Philips has started an investigation of this complaint.